Manufacturer narrative:
A review of mfg documentation associated with final assembly lot 13448860, coil subassembly lots 13409739 and 13370600 preventative maintenance records for machines uson and coil loading machine with equipment ids: (B)(4) and (B)(4) revealed no anomalies during the mfg inspection processes that can be associated with the reported complaint. Additional info will be submitted within 30 days of receipt.

Event description:
The product couldn't pass through the lesion. The physician tried to push a coil to prowler but it was stuck. The procedure was intracerebral aneurysm. After removal from the package, the products were not damaged. The coil and microcatheter were prep per IFU. Prior to inserting, no damages were noted on the coil or delivery system, but the physician felt resistance when pushing the coil. During insertion, a constant flush was maintained at all time through the microcatheter. The microcatheter was not re-shaped. After removal, other than the reported event, coil tip was kink.